Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2019. Event day and event month were not provided. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during and unknown procedure, the er420 was deploying scissored clips. Pulled another device to complete the case. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # t93e50. Investigation summary: the analysis results found that the er420 device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. The device was disassembled to verify the condition of the internal components and no anomalies were found. No conclusion could be reached as to what may have caused the event reported. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.